Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt trunk cable was damaged, breaking all the wires in the cable. The root cause for damaged cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.